Event description:
A physician attempted an arteriotomy using a perclose proglide 6 fr. The physician put a "j" wire into the procedural sheath which created a small dissection of the femoral artery. Hemostasis was achieved with manual compression. Reportedly, the sheath remains in the patient and will be removed at a later date.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.